Event description:
It was reported that the reservoir was occluded. Customer stated the insulin did not come thru the tubing when he attempted to do manual prime. Customer stated that it happened twice and his blood glucose in the 1st event was unknown and 2nd event was 90 mg/dl. Customer stated that he changed the tubing and reservoir and was able to do manual prime. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.